Event description:
It was reported the patient died in his sleep. The hcp indicated it was not device related, however, no specific cause of death was reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.